Manufacturer narrative:
Citation: castriota f contrast-zero transcatheter aortic valve replacement for patients with severe renal dysfunction: a single-center experience. Jacc cardiovasc interv. 2018 apr 23;11(8):820-822. Doi: 10.1016/j.jcin.2018.01.280. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding conduction dynamics after transcatheter aortic valve implantation and implications for permanent pacemaker implantation and early discharge: the conduct-study. All data were collected from a single center between january 2012 and december 2015. The study population included 291 patients (predominantly [male; mean age 80 years), 111 of which were implanted with medtronic corevalve prosthesis. The serial numbers were not provided. Among all patients in-hospital, 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included left bundle branch block (lbbb), 3rd degree atrioventricular block, sick sinus syndrome and permanent pacemaker implantation. Based on the available information, these adverse events may have been attributed to medtronic product however as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.